Event description:
It was reported that a surgeon was using a bur to drill the sinus bone of (B)(6) male pt. After taking the bur out of the patient the tip broke off. The surgeon changed to a new bur and completed the surgery. There was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Result: stress problem. The complaint device was received for evaluation. The condition of device indicated use. Upon observation, the inner tube was found removed from the outer tube. The inner spiral wrap was found broken from the remainder of the device close to proximal end. The bur tip was found intact on the broken spiral wrap and appeared free of damage. Some broken portion of the inner spiral wrap was found intact to the burr tip. The broken bur tip piece was not returned, but the break was evident. The hub of the tube was found free of damage indicating that the device was not loaded incorrectly. The outer tube was observed under magnification and the inside of the rim of the outer tube exhibited thinning of side wall and cracking. This is indicative of long run time with the bur in contact with the rim of the outer tube. This was likely due to excessive force being applied by the customer maneuvering the device during use.